Manufacturer narrative:
On 06/15/2015 additional information: a siemens field service engineer (fse) was sent to the customer site on february 4th for system inspection. The fse performed the following: cleaned the luminometer and checked the pmt lens, performed the darkcount test with cuvette (24): rlus around 50, checked dispense of acid and base, controlled positions of reagent and sample probe and adjusted the bottom position of the sample probe, checked wash station, and checked for cleaning solution. All the checks were acceptable. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A false high advia centaur xp troponin ultra (tni-ultra) result was obtained on a patient sample. The patient sample was repeated twice and the results were lower. The patient was redrawn and tested. The result was negative. The negative result was reported. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
The cause for the discordant advia centaur xp troponin ultra result is unknown. A siemens field service engineer (fse) was sent to the customer site. Siemens healthcare diagnostics is investigating. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."